Event description:
This MDR is being reported at this time as part of our internal review of past complaint and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. Event information: on (B)(6) 2015, nsk received an electric dental handpiece model ex-6b, serial number (B)(4) for repair from a distributor repair facility. On the distributor's documentation was statement: patient burned with this handpiece. Nsk did not get information when the event occurred. The dentist requested nakanishi to check this handpiece. And nakanishi repaired this handpiece on (B)(6) 2014, then returned it to the dentist.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below: methodology used: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi measured the temperature of the head of the handpiece for several minutes of operation and did not observe an abnormal rise in temperature. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed there was wear on the reduction gear, but nakanishi is not sure if this wear could cause the handpiece head to overheat. Conclusions reached based on the investigation and analysis results. Nakanishi identified this heat up might be due to a lack of maintenance, then nakanishi returned this handpiece after overhaul to the dentist.